Event description:
A customer contacted beckman coulter regarding falsely low total bilirubin (tbil) result from a single pt that was generated by the synchron lx, 20 instrument. The tbil result was 8.8mg/dl. The result was reported out of the lab. The physician questioned the result and the pt original sample was re-tested for tbil. The repeat tbil result was 26.8mg/dl. The customer repeated the tbil testing 2nd time running the original pt sample diluted. The tbil result was 26.1mg/dl. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.